Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bowel resection. According to the reporter: the surgeon pulled back the firing handle to close the jaw and then fired the stapler. The stapler handle stayed in its backward position having been fired. The surgeon then pushed the black release button on the stapler to open the jaws but there were no staples fired. He noticed only a very small number of fired staples on the tissue with formation problems. No staples had penetrated the tissue that was being stapled. Because no staples penetrated the tissue and a few staples were lying in and around the tissue, the surgeon wiped these staples from the tissue. He then reloaded the stapler and fired it again. This time it worked perfectly. It has been confirmed that there were no issues relating to the patient regarding this device. No adverse effect to the patient. No tissue damage/loss. No extension in surgery time. No add'l blood loss. Nothing fell into the patient's cavity and no reinforcement material was used. Confirmed patient has now died due to poor health and not due to the device.